Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 2000mcg/ml at 390mcg/hour. It was reported that the patient had an x-ray to determine if a flipped pump occurred. The x-ray determined that the pump was flipped. A pocket revision was scheduled, but during the day of the procedure, the pocket was swollen. During the procedure, it was determined that the pump was flipped and there was an infection in the pocket. The full system was explanted on (B)(6) 2024. As of (B)(6) 2024, the reimplant procedure had not yet been scheduled. Per the rep, they were waiting on the physician and team to schedule the re-implant. At the time of this report, the issue was resolved and the patient status was "alive-no injury". Environmental, external, or patient factors that may have caused or contributed to the issue were not applicable. The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal gablofen 2000 (concentration) and 200mch (dose) via an implantable pump for unknown indications for use. It was reported that the patient, back in (B)(6) 2024, had an infection at the pump site. The rep stated that apparently the device was explanted in (B)(6) of 2024. The rep stated that their team did not know of this issue until the replacement date on (B)(6) 2024. It was unknown if there were any environmental/external/patient factors that had led or contributed to the issue. Actions/interventions taken included the device was explanted and replaced. The issue was resolved at that time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history was asked but was unknown.